Event description:
Healthcare professional reported "intracapsular rupture with the presence of a thread-like complex delamination line; signs of aging are present in the silicone with areas of degradation resembling oil droplets; moderately pronounced simple folds", "cystic-fibrous-proliferative changes in the mammary glands" and "signs of hyperplasia of axillary lymph nodes". This record is for the left side. The device status is unknown.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.